Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error after the pump was exposed to moisture. The moisture exposure was due to perspiration in the bra area. The customer's blood glucose level at the time of the event was 343 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for failure analysis.